Event description:
It has been reported that pt underwent a left heart catheterization and angioplasty procedure. After the procedure the pt was sent to intensive care unit with the sheath intact. The sheath was pulled the next day by staff in the intensive care unit. The pt developed a retroperitoneal bleed and required surgery. The femoral artery was torn. The device is not being returned for analysis.